Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance that was suspected to be a result of clavicular crush. The lead was capped and replaced on 14 dec 2023. The patient was in stable condition.